Event description:
It was reported that during a routine procedure a left ventricular (lv) lead fracture was identified. "No intrinsic conduction" was noted. The lead was repaired with a standard stylet and silicone tube and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during a device changeout procedure while positioning the new device in the pocket the proximal portion of the lv lead fell apart and approximately three inches came out. The remaining portion of the lv lead remains in the patient and a new lv lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.